Event description:
The pump infused more medication than what it was programmed for. The pump had been set up right, and was triple-checked for its settings, according to the charge rn. The charge rn felt that the pt using the pump may have manipulated it. There was nothing in the pump's history, but occlusion and halt alarms. There was no negative impact to the pt involved ("they were very comfortable"). It is unknown what rate the pump was being run at the time of the report.